Event description:
Device 2 of 4. Reference MFR reports: 1627487-2012-08762, 08764 and 08765. It was reported that the pt was unable to increase the stimulation. The amplitude auto reduced during the attempts to increase the stimulation. Pt reported stomach stimulation. Lead diagnostics revealed high impedance on some contacts. The pt had fallen 4 times in past few months. The ipg also required frequent charging and it had increased since the implant. The device was reprogrammed to address the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.